Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on 02-28-2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. An external visual inspection was performed and there was major damage due to sensor wire is missing from sensor pod. The allegation was not confirmed and a probable cause could not be determined. No injury or medical intervention was reported.